Manufacturer narrative:
A4-a6: unk. H6: work order search: no similar complaints within associated lots were found. Manufacturer narrative: secondary surgical intervention to replace and reposition the lens are identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation, the patient experienced lens rotation not associated to a low vault. Repositioning did not resolve the issue. The lens was later exchanged for a longer length lens and the problem was resolved. Cause of the event is unknown.

Manufacturer narrative:
H3: product evaluation: lens was returned in liquid with residu/debris on the product within a microcentrifuge vial. Visual inspection found no visable damage to the lens. Dimensional inspection found lens to be manufactured within specifications. Claim# (B)(4).